Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's machine was all the way down. The patient clarified they could charge the ins battery but the controller would not let them change stim levels. They would get a screen stating unable to get desired charge. The patient unlocked controller and was on group a, patient mentioned they used group b and c not a. The patient tried increasing stim during the call and was able to increase on group a to where they could feel stim. The patient stated a was not working before the call. The patient tried groups b and c but received settings not available. The patient mentioned they relied on the ins and use it all the time because their pain level was so high. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.